Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. It was indicated that the patient wore the sensor beyond it's intended use, which is misuse of the device. The sensor was inserted into the arm on (B)(6) 2025. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Please disregard the b5 description, "it was indicated that the patient wore the sensor beyond it's intended use, which is misuse of the device." And h6 code 18 on the initial submission, as this information was included in error.

Event description:
Subsequent to the initial MDR, corrections are required.